Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm during basal/priming and no delivery alarm on the insulin pump. The customer's blood glucose level was unk mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinued to use the insulin pump and revert to back up plan per health care provider per instructions.